Event description:
It was reported that the patient presented to the emergency room experiencing a drop in heart rate. Upon interrogation of the pacemaker, it was found that the right ventricular lead exhibited a polarity switch due to low lead impedance 4 days prior. The lead impedance at the time of the interrogation was normal but the lead exhibited occasional noise on the unipolar and bipolar channel randomly and at times while programming. The lead also exhibited intermittent loss of capture at high pacing output. On (B)(6) 2019, the lead was explanted and replaced successfully. No further complications on the patient were reported.

Manufacturer narrative:
The reported events of low bipolar impedance, noise, and intermittent capture were confirmed. Final analysis found the complete lead was returned in one piece measuring 58.0 cm. The lead failed high potential test at 1.5 kv between all vectors. Inner insulation abrasions exposing the inner coil was noted at 50.1 cm to 50.6 cm from the connector pin. The inner insulation abrasion was consistent with damage cause by external forces. The inner insulation abrasion and subsequent internal short led to the reported events. All other damages observed were consistent with procedural damage.